Manufacturer narrative:
H3: the device was returned in a (triple) large resealable bag. The middle assembly spun by hand without binding sound, while the inner assembly resulted in binding and was loose. It was observed that the inner shaft spiral wrap was broken, and there were striations on the inner shaft near the distal end of the inner hub. The retainer was damaged and there were traces of black residue on the retainer. Also, there were traces of indentions found at the proximal end of the outer hub. The device was loaded into a handpiece but unable to rotate. The device failed functional testing due to damaged condition upon return and the inability to rotate. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laryngeal tumor removal surgery; the blade did not rotate even after several attempts. It was responded to by opening another product. There was no patient impact in this event.